Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. The probe was returned to the manufacturer for analysis. Analysis found that the support arm for marker #4 was visibly bent. With the markers attached and fully seated, marker #4 would not track but the remaining markers allowed the probe to track with good geometry and divot error readings. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system blunt pointer needed to be replaced. There was no patient present when this issue was identified. The blunt pointer was returned and analysis found that the support arm #4 was bent. Marker #4 would not track, but the remaining markers allowed the probe to track.